Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the surgeon was able to pressed the green button but could not squeezed the handle and the device did not fire. It was noticed that pre-firing had occurred and the device was loaded incorrectly. A new reload was opened and the procedure was completed with no problem. There was no patient injury.